Event description:
Same case as MFR # 2134265-2011-04388. It was reported that during a peripheral angioplasty treatment procedure, the balloon became stuck on the guide wire. The lesion being treated was located in the superficial femoral artery (sfa). The physician accessed the occluded vessel subintimally with a non-bsc guide wire. An inflation to 22atm for 60 seconds was made with a 5.0x200 mustang balloon. Upon removal, resistance was felt. The physician felt the balloon was stuck on the non-bsc guide wire. The balloon was removed from the patient and exchanged for a 6.0x200 mustang, using the same guide wire. The balloon was inflated to 20atm for 60 seconds. Upon removal, the balloon became stuck. The physician was unable to remove the balloon without the non-bsc guide wire. Access was lost and the procedure was finished at this point. The physician believes the balloon catheter shaft had stretched due to the force required to try to remove it from the non-bsc guide wire. The procedure was a lengthy and it is thought by the nurse that the guidewire had dried and become sticky. The procedure was completed successfully with no patient complications and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - initial examination of the returned device noted that the shaft was severely stretched for a distance of 35mm at approximately 370mm proximal to the distal tip and again at 570mm for a distance of 65mm. It was noted that the distal tip of the device was flared in appearance. It was possible to insert a 0.035 inch guidewire through the device without any issue noted. Examination of the balloon material noted that presence of dried contrast media. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by another device. (B)(4).

Event description:
Same case as MFR# 2134265-2011-04388. It was reported that during a peripheral angioplasty treatment procedure, the balloon became stuck on the guide wire. The lesion being treated was located in the superficial femoral artery (sfa). The physician accessed the occluded vessel subintimally with a non-bsc guide wire. An inflation to 22atm for 60 seconds was made with a 5.0x200 mustang balloon. Upon removal, resistance was felt. The physician felt the balloon was stuck on the non-bsc guide wire. The balloon was removed from the patient and exchanged for a 6.0x200 mustang, using the same guide wire. The balloon was inflated to 20atm for 60 seconds. Upon removal, the balloon became stuck. The physician was unable to remove the balloon without the non-bsc guide wire. Access was lost and the procedure was finished at this point. The physician believes the balloon catheter shaft had stretched due to the force required to try to remove it from the non-bsc guide wire. The procedure was lengthy and it is thought by the nurse that the guidewire had dried and become sticky. The procedure was completed successfully with no patient complications and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).